Event description:
The target lesion was the mid left anterior descending and the first diagonal. For the mid lad, the vessel was de-novo and bifurcated. For the first diagonal, the vessel was de-novo and bifurcated. Pre-dilatation was conducted with a 3.0 x 20mm balloon at 10atm for 30 seconds. A 3.5 x 18mm cypher stent was implanted at 14 atm for 30 seconds at the mid lad. A 3.0 x 18mm cypher stent was implanted at 12atm for 30 seconds at the first diagonal. The stent was implanted by t-stenting. Post-dilatation was not conducted. Ivus was conducted. The residual % of stenosis was 0%. Timi flow was 3 before the procedure and 3 after the procedure. Act was measured (over 300). Over three years later, the pt developed acute mi and he was brought to the hospital as an emergency. Angiography was conducted and thrombus was observed in the cypher stents at the bifurcated portion. To treat the thrombus, aspiration and balloon angioplasty was conducted. A 3.5 x 18mm bare metal vision stent was implanted at the mid lad. A week later, the pt recovered and was discharged from the hospital. Physician indicated that the possible cause of the thrombotic event was because post-dilatation was not conducted and the part of the 1st cypher stent was under-dilated at the bifurcated portion.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. This device is one of two products associated with this event. Please refer to MFR report#9616099-2008-01061. The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.